Event description:
It was reported that prior to a procedure, error 319 occurred on the video processor (vp) and was not resolved. There was no report of patient involvement.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the video processor (vp) to resolve the reported problem. The system was tested and verified as ready for use. Isi did receive a da vinci product to perform failure analysis. The vp was analyzed, and error 319 was confirmed in the log. Upon visual inspection, the filter was dirty. The vp was installed onto the golden system where a node was not present on the laptop app, and upon powering up error 319 appeared. The probable root cause was attributed to a defective dual window appliance (dwa) board.